Event description:
A customer reported that their pump was cracked near the charging port, with some plastic broken off, and it gave a high altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to pursue further troubleshooting with technical support.